Event description:
It was reported that during a lobectomy procedure, when the second cartridge was loaded and fired, the cartridge fell out and the staples were malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.